Manufacturer narrative:
Correction: b5 - programming changes should be excluded and h6 - health effect - impact code should be "2199 - no health consequences or impact" instead of "4641 - unexpected medical intervention"

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. The ICD was reprogrammed. The patient experienced no consequences and will continue to be monitored.